Event description:
The pt was a (B)(6) male. The target lesion was the mid-lad. The lesion was a de novo, slightly calcified and highly tortuous. There was 90% stenosis. Pre-dilation with a balloon (ryujin plus) was conducted and then a cypher (3.5/33mm) was delivered to the target lesion, but the cypher would not cross the target lesion. Therefore, the physician pushed the unit with excessive force in order to advance it, but as a result of that, the stent was flared (portion unk) and the shaft kinked at approx. 20cm distal from the hub. The malfunctions were confirmed under fluoroscopy. Therefore, the physician stopped using the cypher and a different stent (taxus liberte 3.5/28mm) was implanted at the target lesion without problem. The procedure was finished successfully. There was no pt injury reported. The physician did not indicate any anomalies prior to use.

Manufacturer narrative:
(B)(4) cypher product (B)(4) is not distributed in the u.s; however, it is similar to us distributed cypher product (cxs). Additional info will be submitted within 30 days of receipt.